Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during laser firing in patient's left eye, laser error message appeared and the energy was higher than twenty percent. In the physician's opinion, the device contributed to the event. Before that, the laser was on for more than three hours. An energy check was performed before starting with the treatment. First eye was done properly and then suddenly the energy error appeared during the treatment of the second eye. The temperature and humidity of the room are stable throughout the day. Additional information received. After several trials of energy checks, the user managed to bypass the error and operate. The surgery completed on the same day.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the log file for the day of treatment shows all laser system functions were within specifications during the first start-up, system passed successfully all initialization steps. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. Logfile confirms reported error message during treatment internal energy too high (20 percent range), therefore the treatment for the left eye was aborted by user. After the error message, the user started the device again and tried to perform the necessary system tests, the error message appeared again during energy check. After several attempts, the energy check was successfully completed. Fluence test was also repeated and successfully completed. The treatment of the left eye was treated again. The treatment was completed successfully without interruption. The user has performed an energy check before this patient. According to technical support it not possible to conclude the root cause for the event, based on the available information. During onsite visit the field service engineer (fse) checked the device, the values for nitrogen (low/high flow) and oxygen concentration were acceptable. Fse performed gas change, ran calibration table and found that the e4 beam fluctuated. Continued to run laser calibration until e4. Fse observed the energy for 2 to 3 hours, energy was stable and the device was ready to use. No sample is expected to be returned to wavelight for evaluation. The root cause of the reported issue of internal energy too high could not be determined conclusively. The manufacturer internal reference number is: (B)(4).